Event description:
Technician alleged that the brake caster was not locking; brakes would set but not hold. No pt impact.

Manufacturer narrative:
The technician found that only one brake caster was broken. The technician replaced the brake caster to resolve the issue.